Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2018 for a follow-up. Upon review of the stored electrograms, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were suggested and made during the device check.